Event description:
It was reported that a small volume infusor experienced now flow after only half of the solution infused. The infusor was filled with 2600mg fluorouracil (non baxter product) diluted with 9 ml of glucose (non-baxter product). The total fill volume was 93ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
1416980-2014-26152. This lot was manufactured between july 17, 2013 to july 18, 2013 the sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.